Event description:
Hosp pharmacist reported overinfusion of hydromorphone. Reported that pt had to be intubated and "rescued." Multiple attempts to obtain more details of event and resuscitation have been unsuccessful. Customer reports hydromorphone infusion was programmed for pca dose of 50 mcg using "standard" concentration of 100 mcg/ml. Due to order for fluid restriction, subsequent infusion was programmed using concentration of 1 mg/ml. In reprogramming new concentration, user misprogrammed pca dose using previous concentration dose. This resulted in pca dose of 50 mg. Investigation on lab device with customer's data set determined overinfusion due to programming error. Device and event logs requested but have not been provided. Follow-up report will be filed if device is received in future for investigation.

Manufacturer narrative:
Patient info requested all available info is included.